Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in physician office for routine device interrogation. Right ventricular (rv) lead noise was detected upon interrogation. The device was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.